Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the resident slipped off of the mattress. The resident did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. The mattress and control unit have been returned to the manufacturer and the investigation is in process.